Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, it was difficult to inflate the foley catheter balloon. Per follow-up information received from ibc on 31aug2022, stated that the issue was deflation problem. The correct event was that the foley catheter balloon was difficult to deflate during a pretest.

Event description:
It was reported that during a pretest, it was difficult to inflate the foley catheter balloon. As per follow-up information received from ibc on 31aug2022, it was stated that the issue was deflation problem. The correct event was that the foley catheter balloon was difficult to deflate during a pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. (Addressed by CAPA 4855225) the device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. A potential root cause for this failure could be inadequate pressure on the machine to punch. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not re-sterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon 2. Applicable patients patients with known allergy to silver coated catheter." The actual/suspected device was inspected.